Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider customer states that over time, this chairs hadware has been getting loose and making the chair somewhat wobbly. Chair is functional and still in operation.